Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver download passed. The log was downloaded and reviewed finding firmware errors. Functional test was performed and passed. The receiver case was opened, and the internal visual inspection passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.